Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the date was a few days behind and the past few days of history was not properly recorded. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with operating currents within specification and passed the self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump was monitored for 30 days and no gain or loss in time clock noted. All bolus times were accurately recorded in the history file and daily totals. However, the pump was unable to download to care link due to multiple displayable history alarms in the history screen. The alarms were due to a corrupted history file. The pump had cracked battery tube threads and minor scratches on the lcd window.